Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the mobile programmer went white and crashed mid-programming during a procedure. No patient complications have been reported as a result of this event.